Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture." Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on october 17, 2024. With lot number 2215149. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as a surgical impact opening. (Shell thickness within spec). As per the investigation procedure, creases, non-penetrating and particles¿¿were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "rupture." Device was explanted.

Event description:
Healthcare professional reported right side "rupture." Device was explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.